Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report.result of investigation:the vyaire failure analysis group received the suspect main printed circuit board (pcb) for investigation. The fa group performed a visual inspection and found no anomalies. The fa engineer installed the main pcb into a test device and cycle the device on, which duplicated the reported alarm behavior. The event log was reviewed, which found multiple "xdcr" alarm errors. Calibration was performed on the transducers and found the expiratory pressure transducer (pt801) failing the calibration. At this time, the reported event was duplicated and the component root cause is associated with a supplier manufacturing process of part number 68354. This issue has been addressed in CAPA (B)(4).

Event description:
The customer reported an unresolved transducer fault and on the advice of the vyaire technical group ordered a replacement main printed circuit board (pcb). The customer stated no patient involvement with this event.